Event description:
The device received has been classified as an un-reconciled blind unit. No further information is available.

Manufacturer narrative:
(B)(4) = sleeve, reset button. The analysis results found that the device was received with the reset button in safe position and with the knife covered. During five non-consecutive test sequences, the reset button was armed as intended; the bullet returned to the original position upon cutting and advancing through the skin test media; however, the reset button did not returned as intended to unarmed position. No conclusion could be reached as to what may have caused this condition. In addition, the tip of the sleeve was found to be broken and melted. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. The batch record was reviewed and no anomalies were noted during the manufacturing process.